Event description:
It was reported that right ventricular lead showed high out-of-range shock impedance measurements of 127 ohms. Boston scientific technical services (ts) was asked to review latitude and noted variable shock impedances. Ts discussed options. The device and leads remain in service. No adverse patient effects were reported.